Manufacturer narrative:
Patient identifier: the full patient identifier for this event is (B)(6). Age or date of birth, weight, and ethnicity: patient demographics such as age, date of birth, weight, ethnicity and race were not provided. Device evaluated by MFR: a beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse replaced wash pump home sensor, wash valve rotor, aspirate probes and peristaltic pump tubing. Fse then verified system performance with system check and quality control. Fse did not note any further issues with the instrument. In conclusion, the cause of the erroneous non-reproducible elevated results was a hardware malfunction.

Event description:
On (B)(6) 2021 the customer reported non-reproducible elevated troponin I (access accutni+3, part number a98143 and lot 922910) results had been generated on the customer's access 2 (access 2 immunoassay analyzer with obstruction detection and correction, part number a25656 and serial number (B)(4)). The initial elevated troponin I result of 0.11 ((B)(6) 2021, 17:49 hours) ng/ml was released from the laboratory. The customer reanalyzed the patient's sample on the same access 2 analyzer approximately three hours later and obtained a result of 0.02 ng/ml ((B)(6) 2021, 20:46 hours). A subsequent sample drawn from the patient and tested on the same access 2 analyzer and a result of <0.02 ng/ml ((B)(6) 2021, 00:25 hours) was obtained. There was a report of change to patient care or treatment which occurred in connection with this event. The patient was admitted to the hospital and placed on a heparin drip due to the elevated troponin I results initially generated. After lower troponin I results were obtained, the patient was immediately taken off of the heparin drip. A troponin I calibration performed on 05apr2021 passed within specifications. On (B)(6) 2021, the customer reported repeated failing system checks despite customer intervention of changing aspirate probes and substrate; review of customer supplied data demonstrated erratic quality control (qc) recovery for the customer's low level qc on (B)(6) 2021. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. Patient samples were collected in lithium heparin plasma tubes and were noted to be full draws. Customer noted no hemolysis or lipemia in samples. Samples were centrifuged for 10 minutes at 3000 rpm. Other sample processing information such as centrifuge temperature or aliquotting information was not provided by the customer.